Manufacturer narrative:
(B)(4) - size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens in the patient's eye. The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.